Manufacturer narrative:
This complaint is still under investigation.

Event description:
Reason for revision: liner wear and dislocation. Update (B)(4) 2013: product/lot.

Manufacturer narrative:
Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. The returned femoral head exhibits signs of coming into direct contact with the acetabular cup, further supporting the disassociation. In this case 4 of the ard's of the polyethylene liner have fractured. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The edge loading of the liner has placed pressures on the material near the rim that were not intended leading to a fracture of the material and subsequent disassociation of the liner from the cup. Review of patient x-rays was not possible as they were not provided. Positioning cannot be commented on. The patient is a reported female born (B)(6) 1933. No further demographics made available. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.